Event description:
It was reported the patient's ipg is nearing end of life. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00113

Event description:
Surgery took place on (B)(6) 2022 where the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.